Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the highly calcified and highly tortuous left iliac artery and aorta. A 6.0mmx18mmx90cm express sd renal/biliary stent delivery system was selected to treat the lesion. The stent came off the balloon before it was in the correct position. It was snared out of the patient's body. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).